Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the patient data file revealed an emergency battery error alarm, confirming the customer-reported issue. The alarm was reproduced during investigation testing; the emergency battery was found to be severely depleted and unable to provide emergency backup power. The root cause of the inoperable emergency battery could not be conclusively determined based upon the information provided in the customer experience. However, storing the driver without external (wall) power can cause the emergency battery to deplete. Syncardia companion 2 driver system operator manual - english ous chapter 12. Companion 2 driver operation cautions, 12.10 driver storage requirements states "always store companion 2 drivers in a hospital cart or caddy that is connected to external (wall) power. Storing the driver without external (wall) power may cause the emergency battery to deplete and may render the driver unusable for patient support." This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a low emergency battery alarm while connected to wall power.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a low emergency battery alarm while connected to wall power.